Event description:
Related manufacturing reference 3005188751-2015-00010, 3005188751-2015-00011, 3005334138-2015-00011. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed with a brk transseptal needle and a swartz braided transseptal introducer. The reflexion spiral ep catheter and the therapy cool flex ablation catheter were placed in the left atrium and a slow drop in blood pressure was noted. An echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.